Event description:
An end user called in and stated approximately two weeks ago she noted redness to the peristomal skin located under the lower portion of the wafer's mass which also extend under the tape border.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. End user states that there has been no change in her skin care routine, and also stated she uses a stomahesive powder and skin protective barrier wipe on her peristomal skin. The end user was re-educated on proper skin care and crusting using stomahesive powder and protective barrier wipes. No additional pt/event info details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.